Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime in the morning of (B)(6) 2015 when a reading of 122mg/dl was obtained using the subject meter compared to a reading of 187mg/dl obtained using a (B)(6) brand meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using metformin (500mg morning and night) and amaryl 2mg. It is unclear whether the patient skipped taking her usual dose of medications in response to the alleged issue, or whether she continued with her usual diabetes management routine including sliding scale after the alleged issue began. The patient reportedly experienced symptoms of headache and "hard to see" approximately 1 month after the alleged issue began. The patient stated that she visited her doctor's office on (B)(6) 2015 where she was prescribed the oral medication januvia 50mg daily by her hcp. The patient confirmed that her blood glucose was measured using a lab device on (B)(6) 2015 however the result was unknown. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing, the testing procedure was correct, an approved sample site was being used and the test strips had not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.